Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was scheduled for an explant and will be returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received which indicated that, the patient has been exhibiting a pulsing sensation around the generator site since the last procedure. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was scheduled for an explant and will be returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received which indicated that, the patient has been exhibiting a pulsing sensation around the generator site since the last procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was scheduled for an explant and will be returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received which indicated that, the patient has been exhibiting a pulsing sensation around the generator site since the last procedure. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No additional adverse patient effects were reported.